Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. The runs involving the discrepant results were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. It was unclear if patients were retested on any other platform to demonstrate the discrepant result. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The assay software performed as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 513583 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 513583 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 513583 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 513583. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 513583. The complaint history review did not identify any additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 513583. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp (list 09n78-095) lot 513583 was not identified.

Event description:
Customer reported false positive results on the alinity m sars cov-2 assay. Four samples tested positive on an alinity m instrument. A physician questioned the results. The patients will be retested, but information about the retest is not available. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted.